Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an open connector on the display board. No battery out limit alarm could be verified due to the keypad anomaly. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
No blood glucose levels reported. It was reported that the insulin pump alarmed battery out limit and a new battery was installed. The father of the customer reported that the keypad of the insulin pump was not responding. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.